Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic with gradual increased, out of range high, pacing impedance on rv lead. The lead was explanted and replaced. The patient is stable post-procedure.